Event description:
Information was received from a family member and a trial patient who was using an external neurostimulator (ens) for urgency frequency. Their trial start date was (B)(6) 2024. It was reported that the lead migrated. The patient was experiencing pain, discomfort/s oreness/pinching, and bleeding/hemorrhage. The issue was ongoing. On (B)(6) 2024, the patient's wife stated that tuesday night ((B)(6) 2024) the patient had some bleeding and restless legs when they had increased the stimulation on the right side. They stated they were concerned that the wires may have moved on tuesday night since the patient was barely feeling the stimulation at their current setting.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; implant date (B)(6) 2024; brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: concomitant product ID 306001 lot# unknown serial# implanted: (B)(6) 2024 explanted: product type screening device product ID 309201 lot# unknown product type screening device product ID 306001 lot# unknown product type screening device review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the leads did not migrate. The steps taken to resolve the lead migration and patient barely feeling stimulation was turning down the stimulation and switching sides. The issue was resolved.